Event description:
It was reported that the device tripped early replacement indicator (eri) prematurely, due to capture management increasing the ventricular lead threshold, based on a false positive. The device was removed and replaced. It was reported that the device tripped early replacement indicator (eri) prematurely, due to capture management increasing the ventricular lead threshold, based on a false positive. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.